Event description:
Related manufacturer reference number: 2017865-2021-37837. It was reported that prior to procedure, the patient's right atrial (ra) had p-wave amplitude variation and the right ventricular (rv) lead had caused extracardiac stimulation with pacing. The ra and rv leads were both explanted and replaced. The patient was stable throughout procedure.